Event description:
Per report, during a transfemoral approach transcatheter aortic valve replacement (tavr) procedure, the first 23mm sapien valve was positioned 50/50 prior to deployment. After deployment, the first valve was positioned 30% aortic/ 70% ventricular (30/70). A second 23mm sapien valve was deployed more aortic (50/50 within first valve). The edwards' clinical specialist was notified later that the same afternoon of the procedure the patient coded and died in the ICU. It was noted by the proctor that the extra stiff guide wire had been inadvertently pulled back from the left ventricle (lv) 4 times during the procedure. It was also noted that the patient developed a pericardial effusion sometime during the procedure and had a tap was done after deployment of both valves. The patient coded during the procedure, but was resuscitated quite rapidly. From the discussion amongst the physicians and the proctor post procedure, there was the hope that the effusion would heal itself, and therefore the patient was transferred to ICU, where she later coded again and died.

Manufacturer narrative:
Made correction to the patient's age ((B)(6)). Additional information provided by the clinical specialist: the patient's sinotubular junction (stj) was not narrow and was mildly calcified. There was noted severe calcification of the aortic valve and mild calcification of the aortic root. The imaging intensifier angle and the coaxial alignment of the valve/delivery system in respect with the aortic valve were reported to be good. The delivery system balloon inflation and the patient's ventilation were held during deployment of the valve for the recommended period of time. There were no issues with the pacing capture during valve deployment. During the procedure the patient coded after the first valve deployment. The perceived cause for the first valve malposition is that the valve was deployed too low (ventricular). Per the instructions for use (IFU) for the device, malposition of the sapien valve requiring intervention is a potential risk specifically associated with the use of the bioprosthesis. The IFU also lists arrhythmias, cardiac failure/low cardiac output and cardiogenic shock as known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, bioprosthetic heart valves. In this case, the cause of the reported sapien malposition post deployment cannot be confirmed; however, per report the sapien valve moved during deployment resulting in a too ventricular position. It is possible that ac combination of procedural factors (i.e. Poor positioning by the operator) and patient factors (i.e. Severe annular calcification) may have caused or contributed to the valve final position. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization according to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. Additionally, it was reported that the patient coded after the first valve deployment and also in the ICU post procedure. According to the medical literature coronary artery disease, valvular disease, cardiomyopathy, cardiac rhythm disturbances, hypertensive heart disease, and congestive heart failure can increase the patient's risk of cardiac arrest. The patients undergoing the tavr procedure typically are non-operative, and have complex medical histories, including some of these serious cardiac conditions, which in combination with the overall tavr procedure increase their risk of cardiac arrest. In this particular case the root cause of the patient cardiac arrest cannot be confirmed with the available information. However, it should be noted, that a pericardial effusion/cardiac tamponade can also develop into a cardiac arrest, as it decreases the stroke volume. It is possible that the patient's cardiac arrest was related to procedural factors (i.e. Pericardial effusion related to the difficulties with the guide wire). Please reference the manufacturer report number 2015691-2012-18473 for the pericardial effusion event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.